Event description:
After an implantation time of 15 days, it was reported that the pacing impedance was around 3000 ohms. No adverse pt side effects have been reported. The lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Visual inspection demonstrated a bent fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The cuttings in the insulation, the cuttings in the steroid collar, and the slightly bent lead tip occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg problem.